Event description:
(B)(4) . I am allergic to nickle. I have had severe abdominal pain , joint pain, nausea, swelling of hands and feet, blood clots, anxiety, insomnia and depression, unexplained skin rashes, bleeding and periods irregular. I have had 2 heavy periods per month, pain and bleeding after sex. Symptoms began immediately after the procedure.